Event description:
The pt reported redness and soreness at the pocket site. The physician decided to explant the system due to possible infection. The pt was implanted with a new advanced bionics spinal cord stimulator.